Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that this was a bifurcation lesion between the mid lad and first diagonal. Another company's stent was deployed in the mid lad. The voyager rx balloon catheter was advanced to the first diagonal through the stent struts of the deployed stent. The balloon was inflated; however, on the second inflation, it ruptured. A new voyager rx balloon catheter was delivered and the first diagonal was dilated. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Since the device did not rupture until the second inflation, it is possible that the damage that caused the rupture occurred during the procedure. Without a returned device for analysis a definite root cause for the rupture could not be determined.